Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was attempted using a 21mm watchman laa closure device with delivery system (wds) and watchman access system (was). When attempting to snap the was and wds together the proximal end of the wds became kinked and the was and wds failed to achieve a snap fit. The procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system (wds) with the closure inside the wds sheath. The implant, sheath, hub, core wire and sheath tip were visually and microscopically inspected. Numerous kinks were identified on the wds sheath and buckling was present 1cm distal of the snapping feature. The tri cuts of the tip were flared and abrasions were present on the inside of the sheath tip. Anchor damage was identified on the closure device. The tip and anchor damage was consistent with deploying, recapturing, and redeploying the closure device in the anatomy. Product analysis confirmed the reported sheath kink.

Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was attempted using a 21mm watchman laa closure device with delivery system (wds) and watchman access system (was). When attempting to snap the was and wds together the proximal end of the wds became kinked and the was and wds failed to achieve a snap fit. The procedure was aborted. No patient complications were reported.